Manufacturer narrative:
We need the photo and sample which customer used so as to comprehend the exact cause of the complaint situation.

Event description:
Europe customer complains that the needles were broken off in the abdomen into two.